Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device looked as good as new. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to en 60601-2-24 was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been received from the user facility for investigation at our bbm laboratory in (B)(4). A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): delivery inaccuracy: according to the customer (homepasient), they have very often discovered that the volume left in the infusionbag after infusion is relatively high. The pump has not given any alarms indicating that there are any wrong with the infusion. Along with the pump we are sending 2 samples of the same infusionset (lot.number) that has been used when they have seen the strange behavior.